Manufacturer narrative:
(B)(4). The device has been received by baxter, and is currently being evaluated. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Failure code 199 does not interrupt delivery.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had failure code 199. Thirty minutes into infusion, the device stopped when failure code 199 occurred. There was an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred during patient use in orthopedics. There is no further complaint information available. The user interface module master software version for this device is currently unknown.